Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 04.027.187s; lot: 42p1392; manufacturing site: bettlach; release to warehouse date: 27 february 2020; expiry date: 01 february 2030. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation flow: damage. Visual inspection: the pfna ø9 long le 130° l360 tan (product code: 04.027.187s, lot number: 42p1392) was received at us cq. Upon inspection the device was noted to have broken on the proximal end of the shaft. There were minor scratches and marks on the device which were likely caused by the explant procedure and did not contribute to the complaint condition. Portions of the device were discolored, but the discoloration likely did not contribute to the complaint condition either. No other device defects were noted. Received images were also reviewed, but the complaint device was not pictured in them. Device failure/defect was identified. Dimensional inspection: a dimensional inspection cannot be performed due to post manufacturing damage. Document/specification review: no design or manufacturing discrepancies were noted. Complaint was confirmed. Conclusion: the complaint condition is confirmed for the received device as the nail is broken. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 04.027.187s, lot: 42p1392, manufacturing site: bettlach, release to warehouse date: 27 february 2020, expiry date: 01 february 2030. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the pfna nail broke in the patient. The patient required revision surgery on an unknown date. It is unknown when the implant was originally placed. There is no further information available. This report is for one (1) pfna ø9 long le 130° l360 tan. This is report 1 of 1 for (B)(4).